Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01625. Related manufacturer reference number: 3006705815-2020-00678. It was reported that the patient's system was auto-reducing and not providing adequate therapy. Troubleshooting revealed that one of the patient's leads was displaying high impedance. As a result, surgical intervention is expected to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the leads were explanted and replaced, addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.